Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was report that during the implant procedure while placing rv lead, high threshold and low r-wave were noted. Reposition was attempted but the issue remains. The lead was replaced and patient was stable.